Event description:
Device #2 malfunction: unk. Time of device malfunction: during vessel closure symptoms/ae: failure to achieve hemostasis. It was reported that a physician in-training in the use of the starclose se device attempted bilateral arteriotomy closure of heavily scarred common femoral arteries (cfa) after an interventional procedure. Reportedly, after clip deployment in the right cfa, when the device was removed, the clip deployed in the distal end of the exchange sheath. Manual compression was applied to achieve hemostasis. Additionally, after uneventful clip deployment using a starclose se in the left cfa, bleeding continued. Manual compression was applied to achieve hemostasis. There were no reported adverse pt effects. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. Device #1 starclose se, part# 14679-01, lot# 79003-6h, is being filed under medwatch manufacturer report number : 2953144-2009-01278.